Event description:
It was reported that during a merkel diverticulum procedure, the device malfunctioned during the firing sequence. The staples did not fully form to close on tissue post-firing. The procedure was completed with another device. There were no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.